Event description:
It was reported that the pump was alarming no disposable clamp tubing. The patient was instructed to clamp the tubing and unlock the cassette. I then had the patient tap on the cassette, reattach the cassette and restart the pump. The pump was then running correctly. No further assistance needed. No additional information available